Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products: persona femur trabecular metal ps catalog # 42500206001 lot # 63081555, persona ps articular surface catalog # 42511400510 lot # 63432259, persona all poly patella catalog # 42540000032 lot # 63308463. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-03265, 0002648920-2019-00571, 0002648920-2019-00572. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was experiencing severe pain, swelling, noise and stiffness in knee post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
It was reported that the patient was experiencing severe pain, swelling, stiffness and noises from the knee following left knee arthroplasty. No revision procedure has been reported to date. Follow-up visits noted mild pain, swelling and grinding at six (6) months, one (1) year and two (2) years post-operatively. Pain medication was prescribed at the patient¿s one (1) year and two (2) year follow-up visits. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.